Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a low blood glucose value of 15 mg/dl on (B)(6) 2017. Patient's current blood glucose value: 100 mg/dl. Patient's other blood glucose value: 60 mg/dl. Customer declined to troubleshoot for their blood glucose levels. The customer was wearing the insulin pump during the hospitalization. The customer was treated with food. The device is not expected to be returned for analysis.